Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. Analysis was unable to perform functional test including self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test or verify blank display anomaly due to physical damage. The insulin pump was received with cracked keypad overlay at select button. The insulin pump was received with minor scratched display window, case and keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the customer¿s pump has a blank display. The customer¿s blood glucose is 200 mg/dl. The caller said that the customer dropped the pump on the cement the weekend prior and it shattered. She said that there is internal damage because the screen will not stay on and goes black after a few seconds. The customer is not wearing the pump now and is using pens. The caller was advised that the pump needed to be replaced, the customer should discontinue use of the pump and revert to a back-up plan. The insulin pump will be returning for analysis.